Event description:
It was reported that this pacemaker system triggered a lead safety switch on the right ventricular (rv) lead due to high out of range pacing impedance measurements, measuring greater than 3000 ohms. The out-of-range measurements were also exhibited in the bipolar configuration, along with noise that was believed to be oversensed. Additionally, this rv lead has a fracture. At this time, no adverse patient effects have been reported, and this rv lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This report is being submitted as additional information was received that this lead had been explanted. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker system triggered a lead safety switch on the right ventricular (rv) lead due to high out of range pacing impedance measurements, measuring greater than 3000 ohms. The out of range measurements were also exhibited in the bipolar configuration, along with noise that was believed to be oversensed. Additionally, this rv lead has a fracture. At this time, no adverse patient effects have been reported, and this rv lead remains in service. Additional information was received that this rv lead was explanted and replaced. At this time, no additional adverse patient effects have been reported, and this rv lead has not been returned for analysis.